Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the inner and outer insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that during the implant procedure, the leads parameters were not suitable after the helix was advanced. There were several attempts to reposition the lead to no avail. The lead was explanted and replaced. No patient complications have been reported as a result of this event.